Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular tachycardia episode for which the right ventricular lead did not defibrillate. Noise was also noted on the lead. The lead was explanted and replaced on (B)(6) 2017. The patient was in stable condition.